Manufacturer narrative:
Manufacturer's investigation conclusion: the mpu assembly (pn 108285) was made in jun 2020. The unit was packaged (pn 100159807) and placed into stock on aug 4, 2020. The unit was sent to the customer on aug 27, 2020. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 instructions for use (IFU). The system controller self test is documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". The reported event, of the mpu not working when the controller self test was performed, was inconclusive (not determined) as the customer reported that the issue had resolved and no product would be returned for evaluation. The customer also reported that issue did not affect the patient. The reason for the issue was not determined in this investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
When the patient's mpu was exchanged, the self-test issues resolved. The patient was also experiencing pi events which were determined to be caused by the patient being dry. The mpu would not be returning for analysis.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information has not yet been provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient was completing the controller self-test with the mobile power unit (mpu), the mpu was not producing sound or displaying any lights. There were no consequences to the patient due to this event. The patient was stable and at home.